Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door kept failing, and the customer confirmed that the error message displayed was failed hardware. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door kept failing. A field service engineer (fse) found that tower door 7 latch was clicking due to defective micro switches. The fse replaced the micro switches and tested the door in hardware test application (hta) diagnostics. Operational check was performed and passed. The system functioned as intended after the field service engineer repaired the device.